Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A seventy two year old female patient with a medical history of coronary artery disease and renal insufficiency received an impella 5.5 device for acute heart failure secondary to chronic non ischemic cardiomyopathy. Prior to device placement, the patient was receiving two intravenous medications to support heart muscle contraction and respiratory support with bilevel positive airway pressure, consistent with society for cardiovascular angiography and interventions cardiogenic shock stage d. The patient demonstrated hemodynamic improvement after impella initiation. On the fifteenth day of support, the patient developed gastrointestinal bleeding, which was attributed to concurrent cholecystitis and considered unrelated to the impella device. On the twenty second day, a transient controller failure alarm occurred; this did not result in clinical deterioration, and technical assessment will be reported by the engineering team. On the twenty third day, the patient experienced neurological symptoms including slurred speech, blurred vision, and right sided weakness, while remaining alert and responsive. Computed tomography of the head showed no acute abnormalities. The treating physician was uncertain whether the event was related to atrial fibrillation or to the temporary inability to administer heparin due to the ongoing gastrointestinal bleeding. Gastrointestinal bleeding persisted after administration of tissue plasminogen activator for the suspected stroke, and the patient received three units of packed red blood cells. No permanent neurological deficits were documented, and the presentation was more consistent with a transient ischemic attack; however, the event was reported as a stroke. After twenty nine days of support, the patient demonstrated recovery of native cardiac function, and the impella 5.5 device was successfully removed.

Manufacturer narrative:
D1. Brand name corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Investigation could not be conducted due to product not returned.